Manufacturer narrative:
New information received provided an update to the event date and that a patient was involved.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device etco2 failed. There was no reported patient involvement, therefore no health consequences or impact.